Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors (mcs) instrument black cable is bare. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.